Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during preparation for a blood transfusion, the primary registered nurse (rn) observed that the free flow clip appeared to be assembled backwards on the blood set. When the nurse attempted to place the tubing into the pump, leakage was observed around the free flow clip area. No injury reported.